Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the implant container was empty, missing the implant inside its package.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) empty packaging for impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned packaging identified the outer packaging and inner vial but no implant. Cannot verify that packaging was received without implant. DHR review was completed for the subject lot number (1253318). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1253318) for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the available information, the packaging malfunction could not be verified, and the reported event was non-verifiable. The circumstances of the device delivery could not be recreated. Additionally, the alleged coob could not be verified.

Event description:
No further event information is available at the time of this report.